Manufacturer narrative:
Corrected data: h6.- health effect- clinical code (e): '2330' should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise and discomfort. Reportedly "near vision fatigue". In a separate surgery the lens was exchanged with weaker power; same model and length and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found haptic bent/ deformed and stretched out. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise and "near vision fatigue". In a separate surgery the lens was exchanged with the same model/length, different power and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581-"near vision fatigue". H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Manufacturer narrative:
H6.- health effect- clinical code (e): '2330' should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise and discomfort. Reportedly "near vision fatigue". In a separate surgery the lens was exchanged with weaker power; same model and length and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).